Event description:
Healthcare professional reported bilateral implantation of seri surgical scaffold on (B)(6) 2014 during "revision mastopexy". On (B)(6) 2015 the pt presented with "abscess openings along the incision lines' on the left breast, and "redness an cellulitis" bilaterally healthcare professional reported "bleeding" from the left breast when the openings were drained, irrigated, and packed with iodoform, and the pt was prescribed antibiotics at that time. Healthcare professional reported the pt "pulled the seri out" from an opening in the skin prior to a visit on (B)(6) 2015, where the healthcare professional noted "a new spot" on the right breast which was also drained, irrigated, and packed the iodoform, the seri was completely removed on (B)(6)2015 and had not incorporated with the pt's tissue on either side.

Manufacturer narrative:
(B)(4). The reporter determined that specific device details were permanently lost. No add'l info is available at this time. The events of infection and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The physician discarded the device when it was explanted, and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.